Event description:
The customer reported that the system would boot up but would not perform fluoroscopy x-ray and displayed a communication failed error. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operate as intended.